Manufacturer narrative:
Device 1 of 1. Patient country: (B)(6). No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product end user that "when I just catheterised myself I now have a uti & I didn¿t have any sign of a uti before I used an intermittent catheter. I¿m not very happy to think these type of catheters would give me a uti." Upon reaching out to the end user for more information the end user was able to provide that she received medical attention for the uti and was given alprim tablets, which she takes daily. No issues were noted with the device. The end user states the medication "seems to be working". No photographs received from complainant.